Event description:
It was initially reported that the pump was "moving" and that the patient experienced some swelling near the implant site. It was later reported that the pump was explanted and replaced due to infection. The pump contained compounded baclofen. There was no patient injury; the patient recovered without sequela.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. Training is in place.